Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer went to emergency room and was hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2021. Customer¿s blood glucose value was over 800 mg/dl. Customer treated with intravenous insulin drip for high blood glucose. Customer was very ill and vomiting took him to the emergency room and blood glucose value was 500 mg/dl. Customer discontinued use of insulin pump. Insulin pump will be returned for analysis.